Event description:
Additional information received reported that the clinician programmer was also not able to decrease the amplitude so the device was turned off. The patient did not think the device was working. An impedance check was okay. Battery was at end-of-service and a replacement was being planned. The issue with amplitude would be checked during the surgery. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the device indicated "end of service". The nurse stated that the patient experienced a shocking or jolting sensation but the exact location was unknown, and that they are unable to reduce the amplitude to below 2.0 volts. This situation occurred approximately 3 weeks ago. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# j0343951v, implanted: 2003-(B)(6), product typ lead product ID 3095-10, serial# (B)(4), implanted: 2003-(B)(6), product typ extension product ID 3031a, serial# (B)(4), implanted: 2003-(B)(6), product typ programmer, (B)(4).